Event description:
A customer reported about sticky flaps, cyclodialysis spatula used to complete the procedure in unknown eye of a patient, during lasik surgery.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.10. A system manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. The company service representative examined the system and was unable to confirm or replicate the reported event. The system was then tested and met all product specifications. A review for complaints reported against this lot/batch/serial number was performed. The system was found to meet specifications; therefore, the root cause of the reported event is inconclusive. The manufacturer internal reference number is (B)(4).